Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Both seals were broken. No damage on top case and on bottom case. Plunger head is cracked by the screw. The force sensor bridge test was observed in the event history log. The technician performed calibration verification test using biomed diagnostics monitor analog voltage. The reported problem was duplicated. The alarm was reset. The root cause for the reported issue was found to be the main printed circuit (pc) board, failed force sensor calibration verification and force sensor reading (with no pressure) count =213 and 4.07 pounds( lbs). The technician replaced main (pc) board. Performed calibration on the pump and passed.

Event description:
It was reported that a force sensor will not calibrate. No patient injury was reported.